Event description:
On (B)(6) 2013 t2 femoral nail surgery was performed. About 2 weeks after the surgery, it was found the nail broke. Revision surgery is planned for (B)(6) 2013. X-rays will be provided at that time.

Manufacturer narrative:
Evaluation summary: as mechanical properties of the material were within specified tolerances we exclude material faults. Manufacturing documents revealed no deviation at the time of delivery. From a technical point of view the nail broke most likely in a fatigue fracture after an implantation period of allegedly 2 weeks due to overload. In this case significant removal of material - caused by drilling - had decreased the durability of the bridge of the drill hole in such a way that the affected bridge could not withstand usual load bearing. Considering examination of returned items and referring to material destruction the breakage of the nail after 2 weeks was not caused by any deficiency in the device.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report. Device remains implanted.

Event description:
On (B)(6) 2013, t2 femoral nail surgery was performed. About 2 weeks after the surgery, it was found the nail broke. Revision surgery is planned for (B)(6) 2013. X-rays will be provided at that time.